Event description:
Had pain in abdomen went in for laparoscopic surgery and dr found a spigelian hernia used a 3 inch round composix mesh with stay sutures fixed to abdominal wall using a puncture closure device and tacking staples. Ever since the surgery I have had abdominal pain but it is a different kind of pain. I have seen another surgeon about it. He said mesh cannot be removed but could do laparoscopic surgery again. He can possibly reposition the tacks. I have been miserable since surgery.